Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported 315 scope error issue could not be determined, however, the issue was likely the result of water ingress into the scope connector during manual leak check or the cleaning process during user handling, resulting in an electronic component failure. The event can be detected/prevented by following the instructions for use which state: -inspection of the endoscopic image. ¿-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage¿. ¿-do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an e315 scope error. Reportedly, the reported issue was suspected to be due to issues with the filters in their third-party washers. The issue was found during preparation for use and the procedure was completed with a similar device. There was no patient involvement, harm or clinical impact. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegations were confirmed; the moisture indicator was triggered and there was evidence of fluid ingress within the plug body. The additional evaluation findings are as follows: the light guide tube was delaminated and the electrical safety test was out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.